Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician successfully threw the first mesh leg assembly through the patient's sacrospinous ligament. As the physician was pulling the suture of the second mesh leg assembly through the other sacrospinous ligament, outside the patient's body using the capio device, half a centimeter of the lead suture with the needle at the end detached and was captured inside the capio cage. The physician removed the uphold mesh from the patient because he could not re-throw the second mesh leg without the needle. The procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.